Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. Pump received charge/battery lasting less than expected and power error detected alarm due to j6 connector resistance issue. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had shorter battery time. Customer's blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.